Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03387. The pt reported he has never received stimulation in his back and hips. The pt also reported unwanted stimulation. Subsequently, the pt has not used his scs system in approximately 2 months and would like to have the system explanted. The pt is to consult with the physician regarding surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.